Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored, no unexpected battery power loss and no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert, replace battery now alarm and unexpected battery power loss/power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: 08/10/2023 12:00:15.000, 08/14/2023 17:01:37.000, 08/15/2023 14:00:25.000, 08/15/2023 19:00:21.000, 08/15/2023 19:00:43.000. Replace battery alert was recorded and found in the formatted history file on: 08/10/2023 12:00:00.000, 08/12/2023 09:00:00.000, 08/12/2023 09:10:00.000, 08/14/2023 17:00:00.000, 08/15/2023 14:00:00.000, 08/15/2023 19:00:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 08/12/2023 09:31:00.000, 08/12/2023 09:41:00.000. Pump error 25 alarm was recorded and found in the formatted history file on: 08/07/2023 14:00:00.000, 08/07/2023 18:00:00.000, 08/07/2023 22:00:00.000, 08/08/2023 02:00:00.000, 08/08/2023 02:10:00.000, 08/09/2023 18:00:00.000. Power loss alarm was recorded and found in the formatted history file on: 08/12/2023 12:26:50.000. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 alarm, replace battery alert, replace battery now alarm and unexpected battery power loss/power loss alarm due to connector resistance issue on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 08/15/2023 23:38:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 01:41:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 01:51:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 02:05:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 02:08:13.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 08/16/2023 02:09:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 02:10:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 02:12:18.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 08/16/2023 04:25:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 04:35:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 04:50:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 05:00:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 05:03:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 05:13:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 05:15:54.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 06:43:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 06:53:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 07:07:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 07:17:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 07:58:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 08:37:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 08:47:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 09:13:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/16/2023 09:23:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 16-aug-2023 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 08/16/2023 17:15:21.000. All buttons function properly. No pump error 61 (stuck key alarm) noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the battery compartment. No delivery alarm/insulin flow blocked alarm was not confirmed. Pump error 25 alarm, replace battery alert, replace battery now alarm and unexpected battery power loss/power loss alarm were confirmed due to connector resistance issue on j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported power error detected and battery-related alarms often and found a crack on the pump and insulin flow block occurred. Troubleshooting was performed and found a crack on the back of battery side. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.